Event description:
It was reported that during the pneumonectomy procedure, the device was fired and a few minutes later bleeding occurred through the staple line. The surgeon fired another staple line, and a few minutes later, bleeding occurred again. The pt required a blood transfusion and the procedure was extended by fourty minutes.